Event description:
It was reported by the rep the device was used during a left colon resection. It was reported the stapler did not fire into the tissue properly. Another tx60g was pulled to finish the case. There was no consequence to the pt.